Event description:
The surgeon performed a left si joint fusion by placing three ifuse implants on (B)(6) 2011. The post-operative CT scan showed that the lowest of the three implants was near the lateral margin of the s1 foramen. One month after the original surgery, the patient began to complain of numbness in the left calf and of increasing pain in the left calf and ankle. Five weeks post operatively, dr. (B)(6) performed a revision surgery to remove the lowest implant and replace it with an implant that was 10mm shorter. At a follow-up visit, the patient stated that his si joint pain complaints are significantly improved. He continues to complain of some numbness and weakness in the left lower extremity, both findings of which predated his si joint fusion.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, the certificate of conformance and fmea, the most probable root cause is improper placement of the implant. Late reporting of this adverse event is addressed under CAPA #(B)(4). The revision date is approximate since the exact date could not be obtained. It was only reported that it occurred 5 weeks post-op.